Event description:
It was reported that when the device was inserted into the patient bladder, the physician realized that versacut device was not working. The procedure was not completed due to this event. No patient complications reported. After that, it was notified by additional information that a replacement unit was sent due to the unit is under warranty. This event is being reported for a cancelled/rescheduled procedure with a patient under anesthesia or sedation status unknown.